Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: right coil lodged into/moving into cervix'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Concomitant products included ibuprofen (motrin) since 2000. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient was found to have weight increased ("weight gain, she used to be 160 and then into 200s and on"), 3 years after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: copper/metal / tpe: nickel"), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), migraine ("migraines / headaches"), dental caries ("dental problems decaying teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss losing hair in front , thin"). On (B)(6) 2010, the patient experienced premenstrual dysphoric disorder ("psychological or psychiatric problems condition: pmdd") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced mood altered ("hormonal changes describe: mood changes"), depression ("hormonal changes describe: depression "), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and premenstrual syndrome ("sporadic maniac prior to period"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash on chest/neck/face") and rash macular ("rashes or skin conditions type: big patch on arm/chest/face"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach cramping"), myalgia ("general muscles pain"), pain in extremity ("hands pain") and headache ("headaches"). The patient was treated with clobetasol, sertraline hydrochloride (zoloft) and surgery (essure removal). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, allergy to metals, mood altered, depression, urinary tract infection, premenstrual dysphoric disorder, systemic lupus erythematosus, rheumatoid arthritis, rash, rash macular, bladder disorder, urinary tract disorder, migraine, dental caries, dysmenorrhoea, fatigue, alopecia, vaginal discharge, weight increased, premenstrual syndrome, abdominal pain upper, myalgia and pain in extremity outcome was unknown and the headache was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, bladder disorder, dental caries, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood altered, myalgia, pain in extremity, premenstrual dysphoric disorder, premenstrual syndrome, rash, rash macular, rheumatoid arthritis, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2005 (discrepancy noted). Medical leave related to essure : yes. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2003. Procedure: other (please specify): one coil removed. Current weight (B)(6). Took out left side, right side is still there- did not want total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- migration of essure device location of device: right coil lodged into/moving into cervix, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: copper/metal, hormonal changes describe: mood changes, depression, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: pmdd, autoimmune disorder type of disorder: lupus, rheumatoid arthritis, rashes or skin conditions type: rash on chest/neck/face; big patch on arm/chest/face, bladder or urinary problems or changes, migraines / headaches, dental problems, nickel allergy, dysmenorrhea (cramping), fatigue, hair loss losing hair in front; thin, general muscles pain, vaginal discharge, weight gain, sporadic maniac prior to period, stomach cramping, hands pain, headaches, did not undergo confirmation test. Reporter information, medical history, concomitant drug, treatment drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.